Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple while using on patient. (It works only once during ligation and does not work at all after that)". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number 528235 was not being manufactured at the time of report, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) staplers were taken from the current production from part number 521235 visistat 35w 6/box lot# 73e2300843 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "hcp failed to fire staple while using on patient. (It works only once during ligation and does not work at all after that)". No patient harm or injury. The patient status is reported as "fine".